Event description:
It was reported that the user experienced a low blood glucose event of 60 mg/dl while on the first day of ilet use, treated with 15 grams of orange juice, with glucose stabilizing to 76 mg/dl; the user sought guidance regarding further treatment during the device¿s initial learning period, and the medical device problem and device component details were not available. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.